Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experience chronic skin overgrowth at the abutment site. On (B)(6) 2014 the patient was prescribed a two week course of oral antibiotics without resolution. Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have a new fixture and abutment implanted. The original fixture remains in-situ.